Event description:
The complaint received states that during use two enterprise vrd and delivery systems (enc452812 / 10277981, enc452812 / 10272846) had resistance/friction with unknown prowler select plus microcatheters. The patient is female and (B)(6) years old. The surgeon performed embolization assisted with stent and felt friction during the advancement into the prowler select plus mc. He withdrew the stent with the mc and changed another stent and mc but still failed. Finally he changed the 3rd stent and mc to complete. No adverse event on the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. (B)(4): this is report # 2 of 4.

Manufacturer narrative:
(B)(4). The complaint received states that during use two enterprise vrd and delivery systems (enc452812 / 10277981, enc452812 / 10272846) had resistance/friction with unknown prowler select plus microcatheters. The patient is female and (B)(6) years old. The surgeon performed embolization assisted with stent and felt friction during the advancement into the prowler select plus mc. He withdrew the stent with the mc and changed another stent and mc but still failed. Finally he changed the 3rd stent and mc to complete. No adverse event on the patient. The microcatheters were not available for analysis. Non-sterile units of enterprise vrd and delivery were received coiled inside of a plastic bag. Two enterprise and introducer tube were received inside of the coil dispenser (lot 10277981 and 10272846) enterprise stent were received deployed. Delivery wire, introducer tube, enterprise stent and coil dispenser were inspected visually and no damages were observed. Functional analysis was performed according to dp 12158508 rev 1 (without stent) and no resistance friction was felt. A microcatheter lab samples was used. Enterprise stent were inspected under vision system and no damages were observed. (B)(4) cordis lot #: 10272846. Per (B)(4) review the device history records relative to the manufacturing, inspecting and packaging of lot 10272846. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from (B)(4) on may 30, 2013. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failure reported by the customer was not confirmed due to the functional test was performed successfully and no damages were observed on the device. The cause of the event experienced by the customer could not be conclusively determined; however procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time.